Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the collapsible jaws broke in the gun. No patient consequences reported.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation. The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. Furthermore, it was noted empty and locked out. Evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.